Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose level was over 600 mg/dl. The customer did not mention any symptom related to high blood glucose level. The customer did also reported bleeding due to sensor. The insulin pump will be returned for analysis.